Event description:
Health care professional reports four fiber leaks noted by blood in the dialysate compartment during middle of pt's treatment. All incidents occurred with same pt over a two month period. Estimated blood loss of 250cc reported. New disposables used to continue the pt's treatment without incident. All dialyzers reused 2 - 3 times prior to these events. No pt injury or medical intervention required per health care professional.